Event description:
The dentist reported the patient presented with chronic pain around the implant placed in tooth site #19. Possible neuropathy/allergic reaction.

Manufacturer narrative:
The complaint investigator's visual inspection found what appears to be biological residue present on the threaded portion, indicative of patient contact. There are no observable defects to the product, although there is evidence of use present on the hex drive feature. The device history record from this lot has been reviewed and no non-conformity related to this issue was found. All processes were executed according to the parameters established on the current procedures and all inspections performed were inside specification limits. The definitive root cause could not be determined for this complaint. No deviations were identified through the investigation performed, that may have contributed to the alleged potential allergic reaction.

Event description:
After being prescribed narcotic analgesics, neurontin, all pain symptoms have been resolved and the patient is slowly healing with no permanent or on-going impairment or medical conditions.